Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the black box and the alarm history showed multiple consecutive call service alarms occurring on the reported event date. The pump powered on with a blank screen but there were audible beeps and vibration. After several minutes the display remained blank with audible tone and vibration. Complete testing on investigation was not possible due toa failed component on the printed circuit board.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.